Event description:
A complaint if imprecise sequential readings on their blood glucose meter, the customer obtained readings of 22.1, 25.1 and 5.4mmol/l within a ten minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.